Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the cardiosave to be plugged in and fully charged. The fse was unable to duplicate the reported problem. All connectors were verified and it was verified that the batteries were being charged. The iabp unit ran and passed all manifold tests and function tests. The unit was returned to clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a battery charging issue. The iabp unit would not charge the lithium batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.